Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was returned for service to be restored to the original performance. During service, technician found damaged blades, broken leaves, damaged latch, worn hose and faulty bearings due to normal use causing the device not to have much power. The device was repaired.

Event description:
It was reported an instrument restore. Device was returned for service. Report 1 of 1 complaint (B)(4).